Event description:
It was reported that during an imaging procedure, the catheter used was trapped at the proximal edge of the stent and could not advance to distal. Catheter was removed and patient was listed as "fair."

Manufacturer narrative:
The device in question has not yet been returned to boston scientific for technical analysis. Therefore, boston scientific cannot conclusively determine the cause of the user's experience. If the device is returned, and further significant information is found, a supplemental report will follow.